Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of guidewire insertion difficultly is confirmed. The returned iab central lumen was found kinked and resistance was noted upon loading the guidewire into the central lumen. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that on a patient of 172cm in height after puncture was made to insert an intra-aortic balloon the spring wire guide (swg) could not pass through the catheter. The catheter could not be inserted therefore another catheter was inserted, successfully. Patient outcome: fine there were no patient death or complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on a patient of (B)(6) in height after puncture was made to insert an intra-aortic balloon the spring wire guide (swg) could not pass through the catheter. The catheter could not be inserted therefore another catheter was inserted, successfully. Patient outcome: fine. There were no patient death or complications reported.